Manufacturer narrative:
(B)(4). Eval: eval shows the returned product fail safe sounds intermittently when the sensor is unplugged. Pin # 4 of sensor # 2 receptacle is bent. There's damage to the plastic mold of the sensor # 1 receptacle. The alarm case has damage near the battery compartment. Note: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that when a sensor 8308 is inserted into the first sensor receptacle the alarm sounds continuously when weight is applied to the sensor. When the rj-11 clip is inserted, it does fit properly. There is no visible damage to the alarm. There was no pt incident or injury reported. Eval shows the alarm sounds intermittently when the sensor is unplugged.